Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/07/2025, a sales representative reported via sems-07012596 that an ar-8741-40 3.5 mm beveled ft driver tip broke off. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8741-40 was received for investigation. Visual inspection of the drive geometry of the distal end of the 3.5 mm beveled ft driver, cannulated, t10 hexalobe wa broken off. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head. Complaint allegation is confirmed.